Event description:
Following the deployment of a 26mm sapien xt valve the patient had severe mitral regurgitation (mr). During a transapical tavr procedure guidewire access across native annulus was gained without issue, it was noted by tee that wire was not involved in the mitral apparatus. Valvuloplasty (bav) was performed under rapid ventricular pacing (rvp). Following the bav the patient did not recover from the rvp and the pacer was left on at 80 beats per minute. The sapien xt valve was deployed under rvp; again the patient did not recover and continued to be paced at 80bpm. Tee revealed wide open mr; the sapien xt valve looked good with mild pvl. The patient continued to have mitral valve dysfunction so bypass was initiated. While going on bypass the patient was given CPR. Once on peripheral bypass, the patient was assessed for possible worsened heart block (there was pre-existing rbbb) and ventricular and atrial temporary pacing leads were put in. The patient left the room with severe mr, temporary pacemaker and a balloon pump. The patient remained intubated on post operative day 7 with CPAP and stable arterial blood gas (abg). The patient was hemodynamically stable on dopamine. The temporary pacing leads remained in place. The patient reportedly had complete heart block while in recovery, but returned to a normal sinus rhythm and was not being paced. Tte showed a hyperdynamic left ventricle (lv), an lv ejection fraction of 70%, and no mr.

Manufacturer narrative:
Per the sapien xt valve instructions for use (IFU) and the thv training guide, interference with the mitral valve function is a known potential complication associated with the transapical tavr procedure. Mitral valve function impairment can result from the guidewire and delivery system misplacement. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case the cause for the patient¿s mitral regurgitation post tavr cannot be confirmed. There was no indication that the delivery system and/or guidewire interfered with and/or damaged the mitral valve during the tavr procedure. As reported, the mr was resolved on post operative day 7. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.